Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence due to urethral atrophy. It was noted that the device was still working. The aus was removed and replaced. There were no additional patient complications.